Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 25mm bioprosthetic aortic valve, implanted for 12 years and 10 months, was explanted due to calcification leading to regurgitation. The explanted device was replaced with a 2800tfx 25mm bioprosthetic valve. Patient expired on pod #5. Per medical records, this case involved a (B)(6) year-old male with history of avr, copd, hyperlipidemia. He presented with severe ai, aneurysm of the ascending aorta and arch, and rv dysfunction. Patient underwent avr and replacement of ascending aorta and hemi arch. The aortic valve was calcified causing severe insufficiency. The 25mm bioprosthetic aortic valve was explanted and replaced with another 25mm bioprosthetic valve using cor-knots. It was seated nicely and post-op tee showed no ai and pvl. Also, the ascending aorta was replaced with a hemashield graft. The patient was weaned and placed back on cpb. After successful weaning, he was brought to ICU in critical condition. On pod #1, patient was taken back to the operating room for washout and sternal closure. On pod #3, his iabp was removed and began ccrt secondary to acute renal failure following surgery. On pod #4, patient was still unresponsive and CT showed large ischemic cva. He expired on pod #5.

Manufacturer narrative:
Reference CAPA-20-00141.